Event description:
It was reported that this implantable pacemaker exhibited out-of-range right ventricular (rv) intrinsic amplitude of 1.9mv (milli-volts). No ventricular undersensing was observed. Stored right ventricular automatic threshold (rvat) and right atrial automatic threshold (raat) electrograms (egms) showed intermittent t-wave oversensing post ventricular pace (vp) and backup vp events. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A good faith effort (gfe) attempt has been sent to get additional information about the resolution of the event. A supplemental report will be submitted if additional information is received.